Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the head did not work, its uplink test was out of specification and there was intermittent telemetry. It was additionally noted that the label was missing its backing. Both the cable and the label were replaced.

Event description:
It was reported that the programmer could not interrogate a pacemaker. Changing out the radiofrequency (rf) programmer head did not resolve the issue, however it was also noted that rf programmer head did not work. Both the programmer and the rf head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.